Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly, and the ultrasound showed the reservoir empty. The cause of the issue was unknown. A surgical procedure was performed in which a new reservoir was implanted. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly, and the ultrasound showed the reservoir empty. It was stated that although the pump initially lacked liquid, it recovered after pressing the small button. A surgical procedure was performed in which a new reservoir was implanted. There were no patient complications reported.